Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the right plunger case cracked. Upon review of the event history log of the device, force sensor test error found. Start up of the device confirmed the reported customer complaint. The problem has been determined to be normal wear.

Event description:
Information was received that device had plunger error. No adverse effects reported.